Manufacturer narrative:
Software investigation currently in progress.

Event description:
A medtronic representative reported from the site, that in an ent case, while navigating with the fusion navigation system, the surgeon was inaccurate by 3-4 mm. The surgeon tried registering with tracer twice and experienced the same issue each time. The surgeon traced back toward the tragus on each side of the patient's face, and used bony anatomy to periodically check his accuracy with the system. The fusion navigation system was displaying the surgeon as being "deeper" or more posterior in the anatomy when he was touching bone around the orbits. The surgeon was using both the em ent straight probe and the em ent straight suction. The surgeon opted to proceed with the surgery using the fusion navigation system. There was no impact on the patient outcome.